Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon examining the pulse generator, it was discovered that there were stored episodes of right ventricular lead noise. Lead damage was suspected and a chest x-ray was recommended to verify possible lead fracture or insulation breach. No changes were made at this time. The patient was in stable condition.

Event description:
New information received stated that the patient presented to the hospital for the lead revision procedure on (B)(6) 2020. The lead was explanted and replaced due to an insulation break. The procedure was completed successfully. The patient's condition was stable following the procedure.